Manufacturer narrative:
(B)(4). This report will be voided due to the fact that the products involved in (B)(4) are legacy zimmer products and duplicate of (B)(4). The complaint (B)(4) will be made as ¿not a complaint¿.

Event description:
It was reported that a patient underwent a rotating hinge knee arthroplasty. Subsequently, a revision procedure due to a broken hinge pin tab was performed. The broken hinge pin tab from rhk had to be changed completely because a 15mm distal augmented prevented changing the upper bolt left side.

Manufacturer narrative:
(B)(4). Report source, foreign country: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Concomitant medical products: medical product: unk rhk bearing component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-0081. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a rotating hinge knee arthroplasty. Subsequently, a revision procedure due to a broken hinge pin tab was performed. The broken hinge pin tab from rhk had to be changed completely because a 15mm distal augmented prevented changing the upper bolt left side.